Manufacturer narrative:
(B)(4) medical product: catalog #: 15-103205, taperloc micro femoral, lot # 402250; catalog #: 11-363660, modular head type 1 taper, lot # 505940; catalog #: 11-104056, mallory head shell with plug, lot # 569300. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08017, 08018, 08019, 08020. Remains implanted.

Event description:
It was reported that a patient underwent primary total knee arthroplasty approximately 10 years ago. Subsequently, the patient had bilateral tha for (B)(6)-associated avn and developed chronic bilateral trochanteric bursitis. The patient underwent left greater trochanteric bursectomy and iliotibial release approximately 4 years ago.

Manufacturer narrative:
Upon receipt of additional information after investigation, it has been determined that the reported device did not cause or contribute to the event.